Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 32097 error. System log and remote fe review also logged errors 40100, 1126, 31226, 32097 pointing to the clockspring. The clockspring fiber was exchanged with a new one and the error no longer occurred. When the original fiber was reinstalled, the error returned. The unit was also tested on a patient side cart (psc) fixture test platform with a new fiber clockspring and it passed all the required tests.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a non-recoverable fault 40100 was displayed. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted errors 23098 and 23065, pointing to an issue with the universal surgical manipulator (usm) 2. The customer stated that when the issue occurred, they removed the instrument from usm 2 and then finished the case without that usm. The tse verified in the system logs that the customer disabled the arm. After the case, the customer power-cycled the system and powered on with no further errors. The customer completed the case prior to calling in for support. The procedure was completed with no reported injury.